Manufacturer narrative:
Image review: post-op x-ray, l4-s1 fusion repeated as l3-l5. 2017 xrays show fracture of s1 screws with a portion of the sq screw retained in the sacrum. There is a paucity of bone in the lateral spine and an interbody graft was used. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted: l3-l5 it was reported that the patient presented with central stenosis and instability and underwent stabilization with screws. Post-op, the screw broke . Revision surgery was performed to remove the screw. Part of the screw remained in patient.

Manufacturer narrative:
Visual and microscopic examination of mas bone screw confirms breakage approximately 3 threads from the base of the bone screw head, microscopic examination reveals major smearing of the fracture surface. There is little to no area of the fracture face that is not damaged. The witness marks in the saddle of the mas are not atypical and do not point to an installation issue. At this time due to the damage to the fracture face, a root cause cannot be determined. If information is provided in the future, a supplemental report will be issued.